Event description:
It is reported that a customer received continual sensor alarms their insulin pump. The patient's blood glucose level was at 30 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was treated with soda but did not want to speak to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.